Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).